Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level. The customer's blood glucose value was 46, 149 mg/dl. The customer was treated with glucose tablets. Customer has been using insulin pump system within 48 hours of reported low bg event. Troubleshooting was performed for low blood glucose. The insulin pump will be returned for analysis.